Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, was implanted and refractive surprise was observed after surgery. The reported stated that time corrected the problem and that the lens remains implanted. Lens removal was not necessary, patient is doing great and is very happy.

Manufacturer narrative:
Corrected data: (B)(4).